Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: b5, d6b, d9, g3.

Event description:
New information notes the lead was explanted, not capped. Further information was requested, but not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right ventricular lead had an out of range high voltage impedance. The lead was capped and replaced on (B)(6) 2021. The patient was discharged from the hospital. Further information was requested, but not provided.